Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and review of the logs. The high powered display central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during preoperative testing, the unit shut down and went into an automatic reboot. There was no report of patient involvement.